Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a bad cold "probably strep" and had been coughing a lot. Since coughing they have noticed that had been feeling a sensation with the pacemaker. The pacemaker is raised up and when they press down on the pacemaker it hurts. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.